Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: the pump was returned without damage. The returned battery cap fit securely to the pump. On investigation, the pump powered on with functioning audio tone and vibration and emitted a calls service 006 alarm. Investigation did not duplicate the alleged ¿no power¿ complaint; the pump had power as evidence by the functioning audio tone and vibration and emission of a call service alarm. Moisture corrosion was found inside the pump affecting the power printed circuit board and other internal component.